Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette error. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The latch lock, flex circuit and the dso sensor/seal were replaced to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.